Event description:
It was reported that the reservoir had a presence of air bubbles. The blood glucose reading was 250 mg/dl. The customer stated that the air bubbles occurred after about 24 units and that the issue was sporadic. She would notice the issue when she observed that her blood glucose levels would start to get high. She stated that she then changed the infusion set and reservoir. She was advised to call next time when the issue occurred in order to troubleshoot. The reservoir and infusion set were replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.